Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned ruler sleeve confirms the threads are broken off into the sleeve cap. This device show signs of significant wear/usage. A medical investigation was conducted and confirms without the requested clinical information the reported ruler breakage cannot be further assessed. It is unknown if the broken fragment was retrieved from the patient. The ruler is neither manufactured nor intended for implantation. It is also not approved for long-term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported breakage during the trauma procedure could not be determined. There is a potential for corrosion, irritation, and/or migration. No further medical assessment can be rendered at this time. Should additional clinical documentation become available the clinical/medical task may be reevaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a trauma procedure, the plastic rim from the ruler broke while using it inside of the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.